Manufacturer narrative:
G4: 25aug2020. B4: 26aug2020. The customer evaluated the device and determined the data acquisition printed circuit board assembly was faulty. The customer replaced the data acquisition printed circuit board assembly . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported a "boot error." The device was not in clinical use. There was no patient harm.